Event description:
Caller reported an error with their cgm, specifically error 42. After experiencing this issue, there was no adverse impact to the customer's blood glucose level. Customer reset the pump on their own before contacting technical support, and upon resetting, the pump did not display the error again. The caller successfully started a new sensor session, resolving the issue.